Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller reported that patient started seeing a new managing physician who said that the lead was implanted on the "wrong nerve". Caller states the doctor said it was on the 3rd nerve but should have been on the 2nd, or something like that, caller was not certain. The doctor discovered this issue in 2021. The doctor planned to replace the interstim system on (B)(6) but it had to be rescheduled. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1q967, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that according to their new doctor, the stimulator was implanted to the wrong nerve and a newer model could have been used when the surgery was done in (B)(6) on (B)(6) 2018. They stated they have been a little over 3 years with their stimulator not working correctly. They stated their new doctor, will implant the latest model stimulator (to the correct nerve). At this time the surgery is scheduled for (B)(6) 2022. They stated the issue had not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1q967. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.